Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication, livanova (B)(4) learned that the 3t devices are placed inside of the operating room with the fan placed at 90° to the patient, and an estimated distance of about 3 meters between the surgery field and the device. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with sphingobium yanoikuyae and sphingomonas paucimobilis. The lab report results have been provided. Within the report it is stated, that the unit has been cleaned and disinfected according to IFU; decontamination every 14 days and testing is performed on a monthly basis. There is no known patient involvement.